Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. Log review showed the device had trouble recognizing the cable ID and acquiring valid patient impedance. The facility reported damage to the pad connector, which aligns with the log data; however, the pads were not returned for evaluation. Testing with the returned multifunction cable and CPR adaptor found no issues. The device was determined to be functioning as expected. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an 8-year-old female patient, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.